Manufacturer narrative:
It is unknown if the sample is available for evaluation. Argon is awaiting a response from the user facility. A follow-up report will be submitted when the sample has been received and reviewed.

Event description:
"When performing dressing I realize that the PICC is punctured in the cannon, I perform bolus of hv* and confirm the finding"

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.